Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced keypad anomaly. The customer's blood glucose value was 80 mg/dl. The customer stated that the up button was not working. The customer stated that the time advanced fine. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.